Event description:
It was reported that a device issue occurred resulting in an aborted procedure. The polaris imaging system was selected for ultrasound examination of the target lesion. However, during the procedure an error occurred. The procedure was not completed due to this event . There were no patient complications.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).